Event description:
The account alleged that the head section will not rise.

Manufacturer narrative:
Technical support instructed the account to inspect the coil and the valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.